Manufacturer narrative:
Event is unknown. One device was returned for repair. The service history review identified no indication that the complaint was related to a service of the device within the review period. Error log review confirmed that there was a record of error code 1871. Visual inspection revealed no physical damage. There was a possible defective motor or rotation detection sensor. The motor and the rotation detection sensor were replaced. The device passed all functional testing.

Event description:
It was reported that device displayed error 1871. The event occurred during testing. There was no patient involvement.